Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic subtotal colectomy procedure, the device was fired across the rectum sigmoid junction however when the surgeon was going to do the reanastomosis the cuff opened and there were malformed staples. The procedure was prolonged by twenty minutes. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Event description:
Caller states customer received results of 40 mg/dl on compact plus system 1 and 74 mg/dl on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Caller treated the customer with 4 glucose tables; customer tested 211 mg/dl on compact plus system 1 within 4 minutes of the reported values. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The analysis results showed that the ats45 device was received in good visual conditions and with a 6r45w reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.